Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a hypoglycemic event was reported. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated the dexcom was displaying a sensor error. Because the patient could not view their values, they checked their blood glucose every half hour and noticed a value of 1.3 mmol/l. The patient stated they did not feel any symptoms until they started vomiting. Her co-worker administered her with glucagon and the patient was good. No additional patient or event information is available. Data was provided for investigation. Confirmation of the problem was confirmed via data. The root cause was determined to be a sensor noise.